Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: bopt4310, t3® tapered implant 4/3 x 10mm, lot: 2120038333. E1: address-line 2: (B)(6). H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that driver could not disengage from implant during placement. Another implant was placed to complete the procedure.